Event description:
It was reported that the patient was admitted for worsening shortness of breath/dyspnea on exertion, nausea/vomiting and frequent low flow alarms despite fluid resuscitation and appropriate blood pressure management. An echocardiogram was completed a few days prior, and because of poor acoustic windows did not provide a good view of the outflow graft. The patient had worsening liver function, low urine output and episodes of confusion, all of which were concerning for inadequate perfusion. A log file analysis showed low flow events on 20jan2021 from 8:40:33 to 9:46:13. The periodic log showed power and flow trending downward. A computed tomography angiography (cta) revealed a clear outflow graft twist. The patient was taken to operating room on (B)(6) 2021 and a 180 degree twist was confirmed via left thoracotomy. The outflow graft was untwisted, reconnected, and an outflow graft clip was placed. The patient tolerated the procedure well. The patient's post procedure parameters were speed at 5000 rotations per minute, and flows at 4.0.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted images confirmed the reported twisted outflow graft. The outflow graft twist could have contributed to the reported low flow alarms, which were confirmed from the evaluation of the submitted log files. Additionally, although a specific cause for the further low flow alarms on (B)(6) 2021 could not conclusively be determined, the account communicated that they were likely due to the patient¿s hypertension. A specific cause for the reported renal dysfunction and shortness of breath could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 8:40:33 to (B)(6) 2021 at 9:46:13. Throughout the captured data, there were numerous captured events where the calculated flow was below the low flow threshold of 2.0 lpm, resulting in 127 low flow faults and 8 low flow alarms. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The submitted photos revealed the outflow graft attachment and proximal side of the outflow graft with a twist adjacent to the graft attachment. The second submitted photo revealed the pump parameters following the resolution of the outflow graft twist with pump flow at 4.0 lpm. A second submitted controller event log file contained data on (B)(6) 2021 from 0:02:37 to 9:34:36. Throughout the captured data, there were numerous captured events where the calculated flow was below the low flow threshold of 2.0 lpm, resulting in 112 low flow faults and 14 low flow alarms. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. Additionally, the heartmate 3 lvas IFU lists hypertension and hepatic dysfunction as adverse events that may be associated with the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 10jul2018. The heartmate 3 lvas IFU, rev. C, lists hypertension and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section also outlines the steps required to attach the outflow graft clip. Section 4 entitled ¿system monitor¿ describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. Heartmate 3 lvas patient handbook, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continued to have low flows with high pulsatility index (pi) readings as of (B)(6) 2021. The etiology was noted to likely be hypertension. Mean arterial pressure (map) was measured to be 106 after scheduled medications. Labs were stable without signs of end organ dysfunction.